Event description:
Pt reports that abbott's precision xtra blood glucose test strips #100, ndc (B)(4), lot 45001f870, exp 12/31/2012, have been giving a reading of 97-99mg/ml. When testing with other test strips from other lot numbers, the reading looks more in line with the pt's blood glucose averages. Recommend MFR retests lot 45001f870 to see if this lot number is a defected lot batch.